Event description:
Caller stated that she received an email from the manufacturer of nutrifill contact lens care that this product has been recalled and she experience an adverse event using it she experience the symptoms of a red eye, eye infection, stye and cornea inflammation.